Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently shutdown unexpectedly. Additionally, the battery gauge was observed to stay static for an extended period of time, despite being plugged in and displaying the charging icon. The customer's blood glucose (bg) was reportedly over 600 mg/dl and was treated with an insulin pen injection. Reportedly, the customer's wife administered the injection as the customer was unable to do so due to the elevated bg. The customer continued to use the pump for insulin therapy.